Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 135 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques and loaded cold insulin into the cartridge. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 222 mg/dl.